Event description:
Litigation papers allege elevated metal ion levels, permanent injuries and pain. Update (B)(6) 2013 - patient fact sheet was received. The part/lot numbers have been updated. There is no new information that would change the outcome of the investigation. Update (B)(6) 2013 - medical records were obtained. Medical records indicate patient was revised due to turbid joint fluid, proliferative synovium, and corrosion and fretting at the taper. The adaptor sleeve and femoral stem have been added to the complaint. The complaint was updated on: (B)(6) 2013.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.